Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 5 suspected false positive flu b patient results. No confirmation testing was performed. It is noted that customer had failures in qc performance that was not repeated and issues with invalid results. Report 2 of 5.